Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during supply processing and distribution of the device, foreign material was allegedly identified in the device packaging. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was received in its original sealed packaging. The product tray was examined and a small piece of brown material could be seen loose within the package. The packaging was opened and the foreign material was inspected under a microscope. The foreign material appeared to be a cluster of brown fibers. Medical records review: as medical records were not provided, a review could not be performed. Photo review: one electronic photo was received and reviewed. The photo shows a clear plastic tray. A small brown piece of foreign material can be seen within the packaging. The device cannot be seen in the picture. Based on the photo review, the reported foreign material can be confirmed. Conclusion: the investigation is confirmed for foreign material on the device. However, the origins of the foreign material are unknown. Per the evaluation results, a piece of foreign brown material was found inside of the original sealed packaging. Therefore, the reported event was determined to be manufacturing related. Labeling review: the current IFU (instructions for use) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Precautions: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.